Event description:
Health care professional reported that approx 34 months post implant the valve was removed due to patient outgrowth and valve dysfunction. The valve was replaced with a homograft. Only one third of the valve was returned for analysis. The remaining was sent to the hospital pathology.